Event description:
It was reported that approximately 1 month post implant the extravascular (ev) lead exhibited 2 noise episodes, where one of them wa s 11 beats long. It was noted further episodes have since been seen with the most recent being 15 beats long. The r-wave has also dropped and are low which leads to oversensing. The patient was seen in clinic and stated they had localized discomfort at the device and incision. Occasional noise was observed when the patient moved from supine position to the left a few times. Reprogramming was done and no noise was observed. An x-ray was done and review of the x-ray indicates possible lead flip as there seems to be a 90-degree lead flip around the axis. It was also noted that during the implant procedure that in order find the right size of r-waves it required 5 tunnelling attempts which was most likely due to over 2 cm spacing between the sternum and the heart. The ev-lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated noise. Analysis of the device memory indicated oversensing associated with the extravascular lead. Analysis of the device memory indicated diminished right ventricular sensing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that when comparing x-ray images, that both rings appeared closer to the sternum in the rotated lead, than in the initial location after implant.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 1 month post implant the extravascular (ev) lead exhibited 2 noise episodes, where one of them wa s 11 beats long. It was noted further episodes have since been seen with the most recent being 15 beats long. The r-wave has also dropped and are low which leads to oversensing. The patient was seen in clinic and stated they had localized discomfort at the device and incision. Occasional noise was observed when the patient moved from supine position to the left a few times. Reprogramming was done and no noise was observed. An x-ray was done and review of the x-ray indicates possible lead flip as there seems to be a 90-degree lead flip around the axis. It was also noted that during the implant procedure that in order find the right size of r-waves it required 5 tunnelling attempts which was most likely due to over 2 cm spacing between the sternum and the heart. The ev-lead remains in use. No further patient complications have been reported as a result of this event. It was further reported that when comparing x-ray images, that both rings appeared closer to the sternum in the rotated lead, than in the initial location after implant. It was further reported that the ev lead exhibited additional oversensing episodes and t-wave oversensing (twos). The extravascular implantable cardioverter defibrillator (ev-ICD) interrogation report displayed invalid data for the episode type. The episodes were displayed as supra ventricular tachycardia (svt) episode instead of ventricular oversensing and twos episodes. The ev-ICD remains in use and the ev lead was reprogrammed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated noise. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated t-wave oversensing. Analysis of the device memory indicated diminished right ventricular sensing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated noise. Analysis of the device memory indicated oversensing associated with the extravascular lead. Analysis of the device memory indicated t-wave oversensing. Analysis of the device memory indicated diminished right ventricular sensing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.